Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. (B)(4 for the reported event of exit marker detached. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during a dilatation procedure on (B)(6) 2012. According to the complainant, the dilatation procedure was completed with this device successfully. However, the balloon was unable to be withdrawn through the scope after deflating it and as a result the balloon was removed with the scope and cut the catheter just proximal to the balloon on the exit marker outside the patient. The scope was reinserted back into the patient to look at the dilatation site again. A piece of the exit marker had been caught in the working channel of the scope and fell out in the patient's stomach during reinsertion of the scope. It was retrieved with forceps. No other patient complications were reported and it was reported that there were no issues caused to the patient as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6), 2012. According to the complainant, the dilatation procedure was completed with this device successfully. However, the balloon was unable to be withdrawn through the scope after deflating it and as a result the balloon was removed with the scope and cut the catheter just proximal to the balloon on the exit marker outside the patient. The scope was reinserted back into the patient to look at the dilatation site again. A piece of the exit marker had been caught in the working channel of the scope and fell out in the patient's stomach during reinsertion of the scope. It was retrieved with forceps. No other patient complications were reported and it was reported that there were no issues caused to the patient as a result of this event. Additional information received on (B)(6), 2012 confirmed that a 1cm black piece of the exit marker detached inside of the patient.

Manufacturer narrative:
The procedure was an esophageal dilatation.